Manufacturer narrative:
H10: h3, h6: the device, used in treatment, has been returned and evaluated. The visual inspection reported defects to the outer case. The functional evaluation found no faults, the device performed within expected parameters. This evaluation was not able to establish a relationship between the device and the event reported. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history has been reviewed with similar instances recorded in the past three years. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance, therapy will still be delivered. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during treatment the renasys touch device goes into alarm and displays the message "full canister" when the canister is not full. It is unknown if there was a delay and how the treatment was completed. No patient harm reported.